Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device has been returned for evaluation. H6: investigation findings - 3221 is based upon the evaluation of user facility information and no return of the actual device; 213 is based upon functional testing of the returned sample. H6 - investigation conclusion - 4315 is based upon evaluation of user facility information and no return of the actual device; 67 is based upon evaluation of the returned unused sample. Three unused (3) 6fr angioseal packages were returned to terumo medical corporation for product evaluation. Each package was opened, and they all contained the header bag, unopened foil pouch, guidewire, hemostasis sheath, and arteriotomy locator. The sheath and locator from each package were mated to each other to check for any issues when mating the components. No damage or issues were noted with any components. The complaint could not be confirmed for insertion difficulty of the device into the patient. The exact root cause could not be determined. The likely cause was determined to have been insufficient angulation of the device during insertion possibly leading to the adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occcupation: fellow the actual device has not been returned for evaluatin. The investigation is ongoing, a follow up will be submitted once the investigation is complete

Event description:
The user facility reported that after the dilator and sheath were fed over the wire and into the patient, the physician experienced resistance and was unable to advance. They stopped and proceeded with manual pressure of the artery with a good outcome. Additional information was received on 11nov2024: the procedure performed for the patient prior to use of the angio-seal device was angioplasty. A 6fr. Procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient was stable and there was no blood loss. There were no concomitant medical products used with the angio-seal.